Manufacturer narrative:
H3. Analysis identified a break in the catheter body. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Visual inspection identified there was damage to the transition tubing. Ubd 2023-01-26, ud # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving ing gablofen 160mcg/day 2000 mcg/ml via an implantable pump. It was reported that they were able to aspirate 1 cc of cerebrospinal fluid (csf) while trimming away tissue and it appeared that the physician may have accidently cut the catheter. There was no issue reported but the portion of the catheter was replaced. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The physician has no further information for medtronic. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.